Event description:
It was reported with two returned devices that the surgeon "tried to fire [the device] and could not. Also when [firing] the clip applier, clips were mangled coming out of the device." The clips were crossed. The clips were removed and replaced with new ones from another device that was used to complete the procedure. There was no pt injury, and the case was not delayed. Both device were used during the case, but it was unclear whether each device both would not fire and produced crossed clips. This report is for the second device. See MFR report #2134070-2013-00011 regarding the first device.

Manufacturer narrative:
Final device investigation found that the jaw of the device was slightly misaligned with one distal end pointing in a slightly opposite direction than the other. The trigger operated at proper speed and tension, and the clips loaded into the jaw. However, once loaded the clips did not sit well in the jaw and fell out unformed before they could be pinched. The device history record was reviewed and no discrepancies were noted. As each device is visually and functionally tested prior to being released, no conclusion could be made as to what might have caused the event.